Event description:
Information received indicates the brakes could not be set. The brake block had some broken parts and was replaced, but then the casters ratcheted when the brake was activated.

Manufacturer narrative:
The technician replaced the casters to repair the bed.